Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead was oversensing noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.